Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil was missing (migrated into her body) with only a hole scarred where it came thru the tube / left one pushed through the fallopian tube and is hanging out of it") and pregnancy with contraceptive device ("pregnant / post-implant pregnancy") in a 23-year-old female patient (gravida 6, para 6) who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failed". The patient's past medical history included multigravida and parity 5 on (B)(6) 2010. Concomitant products included norethisterone (norethindrone) from august 2010 to january 2011 for contraception, nsaid's for pain pelvic as well as oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), panic attack ("psychological or psychiatric problems - condition: panic attacks"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), depression ("psychological or psychiatric problems - condition: depression") and headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain ("pain/ pelvic area"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with device dislocation, anxiety ("anxiety") and abdominal pain ("abdominal area pain"). The patient's last menstrual period was in (B)(6) 2012 and estimated date of delivery was (B)(6) 2013. The patient was treated with paracetamol (acetaminophen) and surgery (on (B)(6) 2013 surgical removal of coil(s) - laparoscopy. Left coil(s) only). On (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation had not resolved, the vaginal haemorrhage, menorrhagia, anxiety, panic attack, migraine, dysmenorrhoea, fatigue, weight increased, depression, headache and abdominal pain outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. 3718.7g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, panic attack, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was a poor product diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirned that essure was successfully occluded.; in (B)(6) 2011: tubes 100% blocked on both sides pregnancy test - in (B)(6) 2012: positive ultrasound scan - on (B)(6) 2012: pregnancy, missing coils. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 6-sep-2018: plaintiff fact sheet received, consumer middle name updated. Patient birth date and age updated, event: depression, headache, abdominal pain added. Event onset date updated. Treatment drugs added, concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031913) on (B)(6) 2013. The most recent information was received on (B)(6) 2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil was missing (migrated into her body) with only a hole scarred where it came thru the tube / left one pushed through the fallopian tube and is hanging out of it") and pregnancy with contraceptive device ("pregnant / post-implant pregnancy") in a 43-year-old female patient (gravida 6, para 6) who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failed". The patient's past medical history included multigravida and parity 5 on (B)(6) 2010. Concomitant products included nsaid's and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with device dislocation, anxiety ("anxiety"), panic attack ("panic attacks"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient's last menstrual period was in september 2012 and estimated date of delivery was (B)(6) 2013. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2013 surgical removal of coil(s) - laparoscopy. Left coil(s) only). Essure treatment was not changed. On (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation had not resolved, the vaginal haemorrhage, menorrhagia, anxiety, panic attack, migraine, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. 3718.7g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered anxiety, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, migraine, panic attack, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was a poor product diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed that essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, anxiety & panic attacks, migraines & headaches, dysmenorrhea, fatigue, weight gain , pelvic pain female are added. Lab data updated. Concomitant, conditions & drugs are added. Product, patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031913) on 25-oct-2013. The most recent information was received on 11-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right coil was missing (migrated into her body) with only a hole scarred where it came thru the tube / left one pushed through the fallopian tube and is hanging out of it') in a 41-year-old female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failed". The patient's medical history included multigravida, parity 5 on (B)(6) 2010, tubal ligation, paratubal cyst, adenomyosis and leiomyoma nos. Concomitant products included norethisterone (norethindrone) from (B)(6) 2010 to (B)(6) 2011 for contraception, nsaids for pain pelvic as well as diazepam (valium) from (B)(6) 2010 to (B)(6) 2013, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2010 to (B)(6) 2013, ibuprofen (motrin children) from (B)(6) 2010 to (B)(6) 2013, ketorolac from (B)(6) 2010 to (B)(6) 2013 and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), panic attack ("psychological or psychiatric problems - condition: panic attacks"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems - condition: depression") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced pelvic pain ("pain/ pelvic area"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnant / post-implant pregnancy"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with device dislocation, anxiety ("anxiety") and abdominal pain ("abdominal area pain"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. On (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation had not resolved, the vaginal haemorrhage, heavy menstrual bleeding and pelvic pain had resolved and the anxiety, panic attack, migraine, dysmenorrhoea, fatigue, weight increased, depression, headache and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period was in (B)(6) 2012 and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. 3718.7g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, migraine, panic attack, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure was a poor product trailing coils: left 0, right 1- 2 coils removal : (B)(6) 2013 letc (laparoscopic tubal cauterization), (B)(6) 2019 robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: tubes 100% blocked on both sides; on (B)(6) 2011: results: confirned that essure was successfully occluded.. Pregnancy test - in (B)(6) 2012: results: positive. Ultrasound scan - on (B)(6) 2012: results: pregnancy, missing coils. Ultrasound scan vagina - on (B)(6) 2018: heterogeneous and thickened endometrium which is above normal for stage of cycle. Right fundal subserosal fibroid. Lot number: 761611 manufacturing date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 11-may-2021: mr received.reporter information and lab data were added. Medical history were added.rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031913) on 25-oct-2013. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right coil was missing (migrated into her body) with only a hole scarred where it came thru the tube / left one pushed through the fallopian tube and is hanging out of it') in a 41-year-old female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failed". The patient's medical history included multigravida, parity 5 on (B)(6) 2010 and tubal ligation. Concomitant products included norethisterone (norethindrone) from (B)(6) 2010 to (B)(6) 2011 for contraception, nsaids for pain pelvic as well as diazepam (valium) from (B)(6) 2010 to (B)(6) 2013, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2010 to (B)(6) 2013, ibuprofen (motrin children) from (B)(6) 2010 to (B)(6) 2013, ketorolac from (B)(6) 2010 to (B)(6) 2013 and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), panic attack ("psychological or psychiatric problems - condition: panic attacks"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems - condition: depression") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced pelvic pain ("pain/ pelvic area"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnant / post-implant pregnancy"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with device dislocation, anxiety ("anxiety") and abdominal pain ("abdominal area pain"). The patient was treated with paracetamol (acetaminophen) and surgery (on (B)(6) 2013 surgical removal of coil(s) - laparoscopy. Left coil(s) only). On (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation had not resolved, the vaginal haemorrhage, menorrhagia and pelvic pain had resolved and the anxiety, panic attack, migraine, dysmenorrhoea, fatigue, weight increased, depression, headache and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period was in (B)(6) 2012 and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. 3718.7g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, panic attack, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was a poor product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: tubes 100% blocked on both sides; on (B)(6) 2011: results: confined that essure was successfully occluded.. Pregnancy test - in (B)(6) 2012: results: positive. Ultrasound scan - on (B)(6) 2012: results: pregnancy, missing coils. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : outcome of the previously reported event- abnormal bleeding (vaginal, menorrhagia), pain/ pelvic area updated to recovered / resolved. Lab data- imaging procedure added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031913) on 26-may-2020. The most recent information was received on (B)(6)2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right coil was missing (migrated into her body) with only a hole scarred where it came thru the tube / left one pushed through the fallopian tube and is hanging out of it') in a 41-year-old female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failed". The patient's medical history included multigravida, parity 5 on (B)(6) 2010 and tubal ligation. Concomitant products included norethisterone (norethindrone) from august 2010 to january 2011 for contraception, nsaids for pain pelvic as well as diazepam (valium) from october 2010 to august 2013, hydrocodone bitartrate;paracetamol (vicodin) from october 2010 to august 2013, ibuprofen (motrin children) from october 2010 to august 2013, ketorolac from october 2010 to august 2013 and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), panic attack ("psychological or psychiatric problems - condition: panic attacks"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems - condition: depression") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced pelvic pain ("pain/ pelvic area"). In (B)(6)2012, the patient was found to have a pregnancy with contraceptive device ("pregnant / post-implant pregnancy"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with device dislocation, anxiety ("anxiety") and abdominal pain ("abdominal area pain"). The patient was treated with paracetamol (acetaminophen) and surgery (on (B)(6) 2013 surgical removal of coil(s) - laparoscopy. Left coil(s) only). Essure was removed in(B)(6) 2013. On (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation had not resolved, the vaginal haemorrhage, menorrhagia and pelvic pain had resolved and the anxiety, panic attack, migraine, dysmenorrhoea, fatigue, weight increased, depression, headache and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period was in (B)(6) 2012 and estimated date of delivery was 27-jun-2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. 3718.7g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, panic attack, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was a poor product diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: tubes 100% blocked on both sides; on (B)(6)2011: results: confirned that essure was successfully occluded.. Pregnancy test. In (B)(6) 2012: results: positive. Ultrasound scan. On (B)(6)2012: results: pregnancy, missing coils. Lot number: 761611 manufacturing date: 2010-07. Expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc (product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5031913) on 25-oct-2013. The most recent information was received on 22-sep-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right coil was missing (migrated into her body) with only a hole scarred where it came thru the tube / left one pushed through the fallopian tube and is hanging out of it") in a (B)(6) -year-old female patient (gravida 6, para 6) who had essure (batch no. 761611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failed". The patient's past medical history included multigravida and parity 5 on (B)(6) 2010. Concomitant products included oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pregnancy with contraceptive device ("pregnant / post-implant pregnancy"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with device dislocation. The patient's last menstrual period was in (B)(6) 2012 and estimated date of delivery was (B)(6) 2013. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (plaintiff underwent laparoscopic removal of device of left fallopian tube and bilateral tubal legation). On (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation had not resolved. The pregnancy outcome was reported as a live birth of a child with health problems. (B)(6) g was the reported birth weight. The apgar scores were 9, 9 and -1 (at 1, 5 and 10 minutes). The reporter considered fallopian tube perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: essure was a poor product diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed that essure was successfully occluded. Quality-safety evaluation of ptc: final assessment lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in (B)(4)." Medical assessment: the medical events reported are known possible undesirable and not indicative of a quality deficit per se. Contraceptive failure may occur under the use of any contraceptive. No further ae case reports have been received to date in relation to batch number 761611 . The review of the lot history record gave no reason to suspect a quality deficit. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: f/u summons received-case classification was updated to potential legal case and new reporter was added (lawyer). Product start date and indication was added. Event post implant pregnancy was clubbed with earlier event. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.